Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter, receiver and the smart device that occurred on (B)(6) 2016. Patient was advised to perform a paperclip reset on the receiver to re-establish connection. Reset was successful. Patient was also advised to forget all bluetooth devices, close all application and reboot the smart device. The reported issue was successful as connections were re-established. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on 05/12/2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.